Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection were performed. The insert clamp issue was identified during device evaluation as an f-9 (slide clamp alarm) alarm. This condition was identified during the alarm log review and functional testing. The cause of the condition was determined to be a dirty slide clamp sensor. To correct the condition, the slide clamp sensor was cleaned. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump reported insert clamp. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.